Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval, it was discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the mount. It was also reported that the broken pieces were removed and that there was no pt injury or delay as a result of this event. It was further reported that the procedure was completed using another blade.